Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion located in the proximal left anterior descending (lad) artery. There was no damage noted to the packaging. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Product analysis summary: there was a 0.014inch guidewire loaded in the device. A kink was evident on the hypotube. The stent was not positioned on the balloon between the markerbands as per specifications. The stent was positioned over the distal markerband due to movement of the inner member and not the stent. There was no deformation evident to the stent. Deformation was evident to the distal tip. The distal shaft outer member was torn from 1cm proximal to the proximal markerband, extending to the exchange joint and separated from the inner member. The inner member was detached at the distal end, approx. 1cm proximal to the proximal markerband and crushed entirely. Stretching was evident to the transition shaft. It was not possible to remove the guidewire due to kink on the wire. It was not possible to perform patency testing on the device due to condition of the returned device. Additional information: it was later reported that detachments were noted on both resolute integrity (rsint30026x). It was stated that the first rsint30026x device had a detachment on the distal shaft inner member. A 0.014¿ was also stuck in the guidewire lumen. It was also stated that the entire length of the outer member was torn. It was also later reported that the second rsint30026x device had a detachment at the hypotube. It was later confirmed that detachment on both devices occurred in vitro. If information is provided in the future, a supplemental report will be issued.